Event description:
Customer reports the compact meter produced a result of hi (greater than 600 mg/dl) with no blood applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.